Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Kim jh, jung ny, chang ws, jung hh, cho sr, chang jw, intrathecal baclofen pump versus globus pallidus interna deep brain stimulation in adult patients with severe cerebral palsy, world neurosurgery (2019), doi: https://doi.org/10.1016/j.wneu.2019.02.092. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Summary: there is no consensus on a standardized approach to spasticity or dystonia management of cerebral palsy (cp). This study aimed to in vestigate clinical outcomes and compare therapeutic responses for pallidal stimulation versus intrathecal baclofen (itb) therapy in adult patients with severe cp. Reported events: it was reported mechanical complications requiring pump and/or catheter revision occurred in one case due to cerebrospinal fluid (csf) leak. It was stated the patients were included in the study if they were clinically diagnosed with medically intractable cerebral palsy. It was also stated no serious complications that could be life-threatening were reported. Further complications were not reported. See attached literature article.